Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, patient's mother tested alert functionality and reported alerts were not functional.